Event description:
A discordant advia centaur cp ckmb result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant ckmb result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data it was determined that the cause of the discordant ckmb result was due to a leak in the wash 1 rotary pump and a defective sample probe. The fse replaced the rotary pump and the sample probe. The instrument is performing within specifications. No further evaluation of the device is required.